Manufacturer narrative:
The cause for the telemetry problems described in the complaint after a 6.8-year implantation period was the completely depleted battery. The svc life time of the pacemaker was above the expected life time. Due to the complete discharge of the battery and thus the loss of all data stored in the pacemaker, the analysis was no longer able to check when eri had been reached. Follow-up data to confirm a completely functional pacemaker outside the eri period were not available. The thorough analysis of the circuit and the battery do not indicate a premature discharge of the battery. The circuit showed no indications of mfg errors or material defects when equipped with a new battery. No internal short circuits or interruptions, which would allow conclusions about an abnormal discharge behavior, were detected during the comprehensive destructive analysis of the battery by the MFR. In summary, a normal, complete battery discharge was found.

Event description:
It was reported that the pacemaker could not be interrogated. The implantation period was not reported. The pacemaker was explanted. Please note that after the complaint was issued and the device came back, the analysis dept was able to obtain implant and explant dates.